Manufacturer narrative:
On 7-nov-2022, additional information was received confirming that no damage was noticed in the hemostatic valve after or while the catheter was used. It was also reported a pentaray nav eco catheter was not used during the procedure, as such, the insertion tube was not used to introduce the pentaray catheter into the vizigo sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). On 24-jan-2023, the following correction/clarification were processed under the product evaluation details. Visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. Sem analysis was performed and concluded the figures show evidence of mechanical damage on the hemostatic valve. These damages could be related to the manipulation of the device during the procedure or excessive force, due to the damages observed on the due to this finding at the star section of the valve, internal action has been initiated to further investigate the findings.

Manufacturer narrative:
The product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was ruptured inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve rupture occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was also reported the vizigo hemostatic valve was leaking. The sheath was replaced, and the issue resolved. Additional information was later received indicating the hemostatic valve appeared to just be leaking; the hemostasis valve (gasket) did not visually dislodge inside the hub. The hemostatic valve maybe slightly dislodged outside the hub. The brim cap/hub did not become detached from the sheath. Device returned per protocol. The sheath was being used on the patient. Air did not enter the patient¿s body, therefore no treatment was required. The approximate volume of blood that was lost was 6cc.